Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing chest pain. Upon evaluation, the right ventricular (rv) lead was noted to have perforated the heart wall. The perforation was confirmed via echocardiogram. The rv lead was explanted. No additional adverse patient effects were reported.